Manufacturer narrative:
Customer resolved the issue.

Event description:
On (B)(6) 2011, customer reported that the dxc 600i instrument generated erroneous glucose results for three (3) patients on (B)(6) 2011. Customer stated the erroneously high results were reported out of the laboratory and then later amended. There was no effect to patient treatment based on erroneous results. Calibration and quality control were within established specifications.